Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the associated leads concluded the event occurred as a result of improper insertion of the lead into the device header.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that, during a revision procedure to replace the previous right ventricular (rv) lead, this device was implanted, and had no pacing or sensing. Also, shock impedance measurements greater than 125 ohms were recorded. The device was replaced.